Event description:
The customer initially reported that their device was showing its service indicator. After an evaluation of the device by the hospital biomedical engineer, it was observed that the device was locking up when powering the device on. During the initial evaluation, after locking up for a couple of minutes, the device powered itself off. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control further evaluated the device and replaced the system controller and user interface pcb assemblies. Proper device operation was then observed through functional and performance testing and the device was returned to the customer for use. Physio determined that the cause of the reported failure was due to a thermally sensitive integrated circuit chip, designator u83 from the system controller pcb assembly.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio has attempted to resolve the reported failure by reloading the device software; however testing is still in progress. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.